Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer previously experienced cartridge alarms with consecutive cartridges, and tandem customer technical support (cts) confirmed this issue and decided to replace the pump. The customer was informed they would receive a replacement pump with up-to-date software and understood instructions related to storage mode and the return process for the problematic pump. Additionally, the customer planned to use multiple daily injections (mdi) as backup insulin therapy during the transition.